Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The device history record (DHR) for the freestyle libre senor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. The sensor prematurely detached, and the customer was unable to obtain readings. The customer reported symptoms of "just feeling bad". The customer called an ambulance and was transported to a hospital. The customer was unable to remember what treatment may have been provided, but indicated being diagnosed with hypoglycemia. Adc customer service attempted to contact the reporter three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.